Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint stent was implanted in the proximal lad. Approximately 18 months post index procedure, the patient died of an unknown cause.